Manufacturer narrative:
Date of event: reportedly symptoms stared (B)(6) 2015, exact date unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A male patient reported that he was dispensing complete multipurpose solution easy rub formula into his lens case when a bug and larva came out. The bug is black and ''looks like a tick''. In discussing the situation it was learned that since (B)(6) 2015 he has experienced off and on ''gunk'' in his eyes in the morning. In (B)(6) 2015, he went to the eye doctor. The doctor wasn't sure if the trouble was allergies or something else. He was told to discontinue lens wear and given ''steroid drops''. The gunkiness has been continuing off and on. He wears his lenses 8-9 hours a day when they are comfortable. This bottle has been opened for 7-10 months because he has been wearing his lenses off and on due to the gunk issue. Patient stated he does not rub and rinse his lenses as instructed and was advised on the proper instructions for disinfecting his lenses. Patient has a companion bottle of the same lot but it is missing the cello collar; he doesn't remember opening or using the bottle, but the collar is not in place. Event of bug in lens case occurred in late (B)(6) 2016; the exact date unknown. No further information was provided.

Manufacturer narrative:
Device evaluation: solution of the returned product was visually inspected, no particle or foreign substance was found. The foreign substance was found inside the returned lens case and was identified as a kind of insect, bark beetle, which spread over the low-elevation mountains. Since the reported bottle had been opened for 7-10 months, the duration was far exceeding the labeled solution discarding date (90 days). The reported product was deemed compromised and the insect was probably introduced during customer use. Retain testing: retained product was tested by using visual inspection, chemical and microbiology methods, all results were within specifications. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedures. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. Reported issue was probably caused by user error because the reported product was out of discard date (90 days) and was still used. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. (B)(4). All pertinent information available to abbott medical optics has been submitted.